Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a pocket revision where in the physician relocated the ipg. The patient was doing well following procedure.